Manufacturer narrative:
One ultra-fast-fix needle delivery system device returned. The complaint stated: ¿both t deployed, when prepare to push knot, the suture turned into mess and knot couldn't be pushed.¿ this product requires user controlled actions for advancement, release and stripping off of each anchor. There is no automatic deployment mechanism. Inadvertent needle twist or bend can interfere with proper delivery of anchors. The protective blue split protective cannula was returned protecting the needle. The white depth, penetration limiter was returned trimmed. The physical condition conflicts with the allegation. T1, t2 and suture were returned. T1 had been previously released from the needle track. The manual advancement lever was returned partially advanced. T2 and suture were still within the needle track. The needle does not show any permanent damage. The device was functionally tested. T2 was advanced and released as expected. No mechanical issue was observed. For this product, advancement of anchors, release and stripping off of anchors are user controlled actions. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery both t deployed when prepare to push knot, the suture turned into mess,and knot couldn't be pushed. The procedure was completed with a backup device with no delay or patient injury reported. All the t's were removed.